Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited out of range lv impedances of greater than 2,000 ohms and loss of capture when using the ring electrode in the pacing configuration. When switching the lv configuration to lv tip to coil, impedances were noted to be normal. There was a suspected fracture on the ring conductor. Additional information was provided that the lead was left programmed lv tip to coil and in that configuration the lead was noted to be working fine. There were no plans for a revision. No adverse patient effects were reported.

Event description:
Additional information was received that the patient was presented with worsening shortness of breath (sob) due to worsening heart failure. The lv pacing impedance measurements had increased to greater than 2,000 ohms, with no capture in all configurations. A lead revision procedure was to be performed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure occurred. The lv lead was surgically abandoned and the device was explanted. No adverse patient effects were reported during the procedure.